Event description:
It was reported that the anterior abdominal would had dehiscence as well as fluid collection. The lumbar wound had a small amount of dehiscence and a small amount of fluid collection. Neither wound ever healed following the patient's initial implant. Therapy was abandoned. The pump system was removed shortly after implant due to mrsa. The patient recovered without sequela. The pump system was delivering hydromorphone. Infusion was stopped as of (B)(6) 2008.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8840, serial# unknown, product type programmer, physician; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).